Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The company rep found that the power supply was not delivering any dc voltage to the output. Removed and replaced the power supply and performed complete functional checks. System test good, batteries are charging, and indicators are correct. Unit placed back into service. The power supply defective unit is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch will be submitted if more inf as root cause, besides the contact with saline solution, is found. (B)(4).

Event description:
During in-service training session of the iabp, the company rep observed the power supply failure. No pt was involved.